Event description:
It was reported that following the implant of a transcatheter valve, a second transcatheter valve was implanted.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a second transcatheter valve was implanted. Additional information was received to correct previously documented information: a second valve was not implanted. A valve was attempted, but ultimately not implanted. The physician's office reported the first valve was "took out ... Because it was crimp". However, the source did not clarify when this issue occurred and did not provide further characterization of the "crimp". The second valve attempted was the only valve implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional review of the event and source information received shows there is no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or has malfunctioned. Only one valve was implanted in this patient and without issue. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Updated data: b5. A second paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.